Event description:
It was reported the patient complained he is not receiving effective stimulation therapy from his scs system. The patient stated his scs system stimulation became ineffective after walking through an "electronic article surveillance" machine. An sjm representative met with the patient and a system's diagnostics showed the patient's scs lead reads invalid. The representative turned the patient's scs system on and the patient felt a burning sensation in his groin area. A consultation with the patient's physician is pending to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.